Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was louder than others when powered on and wanted to check if the device was functioning properly. Per additional information updated from ttm on 03jun2025, biomed stated overnight device was alerting low flow and rn did troubleshooting, but they weren't able to get the flow rate up. Stated the device was rattling and it sounds like a motor or pump was loose. (B)(6). Per review of wo, device functioned as normal flow rate was 1.8, circulation pump command (cpc) was 50% heated and cooled with no issues.

Manufacturer narrative:
The reported issue was unconfirmed. At this time, the root cause of the reported event could not be determined. Device passed biomed evaluation. Per review of wo, device functioned as normal flow rate was 1.8, circulation pump command (cpc) was 50 percent heated and cooled with no issues. Per additional information received, tech support spoke with the person from biomed. It was reported that the device had a low flow rate alarm. The device was filled with water and all functions were checked. The event concluded with the device working within appropriate device specifications. No patient involvement at the time of the malfunction. The reported event is unconfirmed the risk review is not required. The reported event is unconfirmed, labeling/packaging review is not required. The reported event is unconfirmed, DHR review is not required no additional actions can be taken at this time. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was louder than others when powered on and wanted to check if the device was functioning properly. Per additional information updated from ttm on 03jun2025, biomed stated overnight device was alerting low flow and rn did troubleshooting, but they weren't able to get the flow rate up. Stated the device was rattling and it sounds like a motor or pump was loose. Sn: (B)(6). Per review of wo, device functioned as normal flow rate was 1.8, circulation pump command (cpc) was 50% heated and cooled with no issues. Per follow up information received via phone on 25jun2025, spoke with the person from biomed. It was reported that the device had a low flow rate alarm. The device was filled with water and all functions were checked. The event concluded with the device working within appropriate device specifications. No patient involvement at the time of the malfunction.